Event description:
It was reported that during an unspecified treatment procedure, "the coating sheared off about 3cm" and was retained in the patient's common femoral artery. The patient required surgery to remove the retained material. Additional info has been requested regarding this event.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.